Manufacturer narrative:
Additional information was received, that door sidewall cover was replaced. A system checkout was successfully performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the system. A failure was found during the mechanical inspection due to the door not opening. It was found that the winch cable was frayed, the cable slide bolts had sheared off, the lower dingus was bent, the lower louvre cover was bent, the upper door cap stand offs were broken, the lower door cap was broken, and the right door sidewall corner was broken. Parts were replaced and the system was usable. Product analysis: #704304849:2021-03-30 15:09:56 cdt; webm remote ws sfdcmnav. Product analysis: task work order name: (B)(4). Analysis summary text : action/resolution: user can¿t open door. User closed the door on cloth drape, paper drape, and suction tubing. User forced door open. Damage found: winch cable frayed cable slide bolts sheared off lower dingus bent lower louver cover bent upper door cap stand offs broken lower door cap broken right door sidewall corner broken replaced and fixed everything except the sidewall cover, it is on back order. System is still usable while we wait for the replacement sidewall cover to come in. System checkout performed system ready for use cable grade: a contact: steve hoffman demo/eval unit: false hardware. P/f: pass. Imaging modalities p/f: pass. Inspection and operational tests p/f: pass. Instruments p/f: pass is mechanical inspect failure resolved?: no. Mechanical fit of part upon install: pass mechanical inspection failure: other mechanical inspection p/f: fail mechanical inspection summary of failure: user can¿t open door. User closed the door on cloth drape, paper drape, and suction tubing. User forced door open. Damage found: winch cable frayed cable slide bolts sheared off lower dingus bent lower louver cover bent upper door cap stand offs broken lower door cap broken right door sidewall corner broken replaced and fixed everything except the sidewall cover, it is on back order. System is still usable while we wait for the replacement sidewall cover to come in. System checkout performed system ready for use record type: o2 system checkout (closed) software p/f: pass status: completed does the system perform as intended?: no visually inspected parts prior to instal: pass were hardware parts replaced?: yes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: b i71000273, serial/lot #: unknown ; product ID: bi71000429, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site got the imaging system stuck around the patient. They tried the manual door opening process and it went the wrong way and broke the rotor cable. There was no impact to the patient.